Manufacturer narrative:
Awaiting the return of the device for evaluation. A follow-up report shall be submitted upon the completion of the evaluation.

Event description:
Tip of needle driver broke off while holding skin open at incision site to push in the intercostal catheter. Tip retrieved from site immediately roughly 2cms in length. No further issues or complications.